Manufacturer narrative:
The field service representative determined the r2 reagent syringe body was loose causing the discrepancies and he tightened the r2 reagent syringe body. He ran calibration and qc to verify analyzer operation, all were in range.

Event description:
Customer had an issue with glucose results being low and repeating high on another analyzer. He provided glucose results for 6 patients, the following 5 results were discrepant: initial result 51, repeat 75 mg per dl. The initial glucose results were accompanied by l data flags indicating the results were on the low side for their expected range. All repeat results were performed on another analyzer. Only the initial result for patient 1 was reported and a corrected report was called. No treatment was given based on the erroneous result and the patient was not affected by release of the initial result.

Manufacturer narrative:
The field service representative determined the r2 reagent syringe body was loose causing the discrepancies and he tightened the r2 reagent syringe body. He ran calibration and qc to verify analyzer operation, all were in range.

Manufacturer narrative:
The field service representative determined the r2 reagent syringe body was loose causing the discrepancies and he tightened the r2 reagent syringe body. He ran calibration and qc to verify analyzer operation, all were in range.

Manufacturer narrative:
The field service representative determined the r2 reagent syringe body was loose causing the discrepancies and he tightened the r2 reagent syringe body. He ran calibration and qc to verify analyzer operation, all were in range.

Manufacturer narrative:
The field service representative determined the r2 reagent syringe body was loose causing the discrepancies and he tightened the r2 reagent syringe body. He ran calibration and qc to verify analyzer operation, all were in range.

Event description:
Customer had an issue with glucose results being low and repeating high on another analyzer. He provided glucose results for 6 patients, the following 5 results were discrepant: initial result 59, repeat 93 mg per dl. The initial glucose results were accompanied by l data flags indicating the results were on the low side for their expected range. All repeat results were performed on another analyzer. No treatment was given based on the erroneous result and the patient was not affected by release of the initial result.

Event description:
Customer had an issue with glucose results being low and repeating high on another analyzer. He provided glucose results for 6 patients, the following 5 results were discrepant: initial result 54, repeat 89 mg per dl. The initial glucose results were accompanied by l data flags indicating the results were on the low side for their expected range. All repeat results were performed on another analyzer. No treatment was given based on the erroneous result and the patient was not affected by release of the initial result.

Event description:
Customer had an issue with glucose results being low and repeating high on another analyzer. He provided glucose results for 6 patients, the following 5 results were discrepant: initial result 50, repeat 84 mg per dl. The initial glucose results were accompanied by l data flags indicating the results were on the low side for their expected range. All repeat results were performed on another analyzer. No treatment was given based on the erroneous result and the patient was not affected by release of the initial result.

Event description:
Customer had an issue with glucose results being low and repeating high on another analyzer. He provided glucose results for 6 patients, the following 5 results were discrepant: initial result 97, repeat 138 mg per dl. The initial glucose results were accompanied by l data flags indicating the results were on the low side for their expected range. All repeat results were performed on another analyzer. No treatment was given based on the erroneous result and the patient was not affected by release of the initial result.